Event description:
Consumer who is a transgender male reported he inserted a tampon without extending it completely per the usage instructions and the applicator came apart in two pieces inside his vaginal cavity. Consumer reported this caused pain. He was able to remove both pieces of the applicator and the pain resolved. He did not seek medical attention and did not experience any adverse health effects.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.